Event description:
The customer reported that during a radical cystoprostatectomy, an end tone, indicating a completed seal cycle, was heard but sealing did not occur. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.